Event description:
During baxter's functionality testing of a spectrum pump, the device did not auto restart. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the condition where the pump will not auto restart, which was observed after introducing a downstream occlusion. The condition was confirmed and eval found a failed downstream sensor. The downstream sensor was replaced.